Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl and at the time of incident it was 452 mg/dl. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither hospitalized nor admitted to the hospital for high blood glucose. It was also reported that auto mode feature was active on insulin pump. The insulin pump will not be returned for analysis.